Manufacturer narrative:
There is no indication the lens has been explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 25.0 diopter intraocular lens (iol) was properly loaded, but at the last step, when advancing, the shooter did not lock and the lens delivered into the patient's operative eye uncontrollably. The lens was implanted. Reportedly, the patient bled and there was blood in the anterior chamber and vitreous. A capsular clamping (tension) ring was used even before the complication, so no capsule tear occurred. A 10 to 15-minute delay in surgery was noted. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed for evaluation since it remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and the devices were manufactured within specification. The units were released according to specification. There were no issues with the coating or cartridge parameters. The process batch data were reviewed and no indications of cycle deviations were found. Furthermore, the 100% microscope inspection data were also reviewed and no process control deviations observed. A search of complaints was performed on (B)(6) 2018. The search revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.